Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set during use (unreported process step). Subsequently the patient developed peritonitis. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection using the naked eye of the provided video showed a single drip located near the twist clamp down along the silicone tubing (noted at the start of the video). The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation with a minicap attached to the female connector. Visual inspection with the naked eye observed a small cut in the silicone tubing located between the occlude legs, under the twist sleeve. Clear passage and clamp function testing were performed with no issues noted. Leak testing observed a leak from the cut in the silicone tubing. The reported condition was verified. There were no burs or damage observed to the occluder legs that could be associated with the cut tubing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.